Event description:
Reportedly, the patient received two shocks at 42j due to fvt/vf; however, no egm or markers corresponding to the second shock were present in the episode. Four others shocks were appropriately delivered, most probably on a sinus rhythm at 150-160bpm. Based on the episode, it is not possible to confirm if the second shock was effective and that the cardiac rhythm afterwards was sinus rhythm. Additionally, rv lead and rv coil impedance values were gradually increasing over the last year. Preliminary analysis concluded that for a long episode, only the first and last shock deliveries are stored, as per specification. Consequently, it is not possible to recover egm and markers corresponding to the second shock; however, it most probably contributed to the decrease of the cardiac rate from 208 bpm to 150 bpm.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient received two shocks at 42j due to fvt/vf; however, no egm or markers corresponding to the second shock were present in the episode. Four others shocks were appropriately delivered, most probably on a sinus rhythm at 150-160bpm. Based on the episode, it is not possible to confirm if the second shock was effective and that the cardiac rhythm afterwards was sinus rhythm. Additionally, rv lead and rv coil impedance values were gradually increasing over the last year. Preliminary analysis concluded that for a long episode, only the first and last shock deliveries are stored, as per specification. Consequently, it is not possible to recover egm and markers corresponding to the second shock; however, it most probably contributed to the decrease of the cardiac rate from 208 bpm to 150 bpm.